Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found.most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. (B)(6) (pharm tech) is calling on behalf of the customer. The customer is concerned with tests results from meter to meter comparison and results obtained of 367mg/dl. The customer's expected fasting blood glucose test result range is 95 to 124mg/dl. The customer is feeling lightheaded at the time of the call. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. The test strip lot manufacturer's expiration date and open vial date is undisclosed the meter memory was reviewed for previous test result history (date / time not set): 99mg/dl (B)(6) 2017 03:57 pm fasting: yes, 367mg/dl (B)(6) 2017 10:27 am fasting: yes, 236mg/dl (B)(6) 2017 06:55 pm fasting: no. (B)(6) (pharm tech) calling on behalf of a customer and states that she gave customer 2 true track and a true metrix meters and they are not working. Both meters are out of range, both meters are giving high blood results. (B)(6) (pharm tech) states that the true track gave him results in the 300smg/dl but he was having symptoms of low blood sugar feeling blurry and feeling dizzy. Customer run a blood test using the true track and got 99mg/dl but on his true results he got 71mg/dl. The true metrix gave result of 91mg/dl but his true results 61mg/dl.